Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was observed to have been returned with the battery completed depleted. The device case was removed and internal visual inspection noted no irregularities. An external power source was connected to the circuit and an internal capacitor was observed to be drawing more current than allowable. Based on data obtained during analysis, the device had leaky internal capacitors due to exposure with hydrogen. This confirmed the allegation made against the device in the field.

Event description:
It was reported that a patient with this pacemaker was admitted to the hospital after experiencing a syncopal episode. Review of the pacemaker noted it had exhibited a voltage too low for the projected remaining capacity message. Surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this pacemaker was admitted to the hospital after experiencing a syncopal episode. Review of the pacemaker noted it had exhibited a voltage too low for the projected remaining capacity message. Surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.